Event description:
On 4/3/08, thermage was notified of an event where a pt underwent a thermage procedure. Procedure date was in 2008 and resulted in scarring, 2nd degree burn, 3rd degree burn, and hyperpigmentation on left side of cheeks, neck, and jaw line. All burns are now closed, but there is some residual scarring and post-inflammatory hyperpigmentation from burns. Pt was prescribed antibiotic ointment and bleaching cream.

Manufacturer narrative:
The data card from the nxt system was returned and analyzed. On the side of the face that was burned, the user error pattern identified in the returned sd card for the case showed that there was positioning problems keeping the tip surface from making flat contact with the tissue. On the other side of the face this error pattern did not occur and no burns were present. This user error pattern shown on the sd card reveals that the device performed as intended by displaying error message. The user should have stopped the treatment.